Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to pair their implantable cardioverter defibrillator (ICD) with their at-home transmitter. The patient then presented in clinic where it was discovered that the ICD was in backup vvi mode. The patient underwent a magnetic resonance imaging (MRI) scan without having their device set to MRI mode at the time of the backup trigger. It was noted that high voltage therapy was disabled while the device was in backup mode. Device restoration was performed successfully. There were no patient consequences reported.